Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). It was confirmed that the device involved will not be available for evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 3: it was reported that during chemotherapy of taxol, the filter leaked. No injury reported.

Manufacturer narrative:
Event 3: this report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample was returned for evaluation. Visual examination of the sample was unable to note any defects. The sample was leak tested per specification and liquid was noted to be coming from the bottom vent hole in the air eliminating filter. Based on the evaluation of the sample the reported defect is confirmed. Based on the data from the investigation we are unable to determine the root cause of the reported incident. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.